Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was stated that the customer was taken to the hospital, due to blood glucose levels above 600 mg/dl. Prior to the hospitalization, the customer was getting no delivery alarms. The mother declined troubleshooting and asked to have the insulin pump replaced. Nothing further was reported.